Event description:
It was reported that during preparation for a grafting treatment procedure in the aorta, "the nurse tested the balloon on the table, she inflated the balloon on the table and saw at the distal end of the balloon a hole. Then she tried another equalizer balloon, with this balloon, everything was okay." The customer reported that the physician "fixed a graft in the aorta" and after the graft had been fixed there was a problem: "the graft bung above the suture." It was further reported, "they couldn't do anything for the patient. He died." Further information has been requested about this event.

Manufacturer narrative:
The device has been received for analysis, but requires addtional investigation which is not complete at this time.